Manufacturer narrative:
One opened probe was received, without a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the probe needle/cutter bent and cracked. No functional testing could be performed due to the probe needle/cutter bent/cracked condition. The degree of wear could not be determined as the inner cutter broke while trying to extract it from the bent/cracked needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification device tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported actuation failure due to the needle/cutter bent/cracked condition. How and when the needle/cutter became bent/cracked cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported actuation failure was unable to be confirmed, and an exact root cause for the bent/cracked needle/cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not been actuated during cataract/vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).